Event description:
As reported by the user facility: pump was infusing even though the line was clamped off. Pump calculated as if infusing - bag was still full and did not alarm. Pump was removed from floor and taken to biomed. IV set was not saved.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun medical inc (the importer). This report has been identified as b. Braun (B)(4). The manufacturer's investigation into this reported event is ongoing. A follow up report will be filed when the investigation is completed.